Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle was used and caused a skin irritation on the patient. This was discovered after use. The following information was provided by the initial reporter: material no. 328440, batch no. Unknown. It was reported that after injection she has red marks that itch. Consumer getting red marks at injection site never seen this before this box. Consumer using a new needle with each injection. Wipes site down with alcohol. Diabetic injecting with bd for 39 years. Using syringes with lantus 3 uts 2xs a day. Found in the past few days on her injection site left hip her 8 sites with red marks that itch. This morning (B)(6) 2019 used her right hip and same happened. Got a red mark. Some other needles feel point damaged. No known allergies to anything or metals. Found after injection. No medical appointments made for this incident at this time. Takes the syringes out of box and bags keeps them in a zip lock bag for traveling use. Always using the same size syringe of bd. Denied reuse. No longer wants to use bd for this reason.